Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not turning on. Tandem technical support (cts) advised the customer to charge the pump to ensure that the battery had not depleted. Customer's blood glucose was 400 mg/dl. Reportedly, customer reverted to manual injections. Multiple follow up attempts were made by cts; however, the customer did not respond.